Event description:
Supplement 4/28/2021: upon further review, this electrode belt was worn by a patient who received a treatment and later passed away. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data revealed that earlier on the day of passing, the patient received 3 appropriate treatments and 5 inappropriate treatments from the lifevest. At 21:46:08, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock treatment was also vf. At 21:46:47, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole. At 21:50:19, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:07:30, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was bradycardia at 40 bpm with CPR and motion artifact. At 22:08:50, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was bradycardia at 40 bpm. At 22:09:22, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was bradycardia at 40 bpm, and the post-shock rhythm was bradycardia at 40 bpm. At 22:10:04, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was bradycardia at 40 bpm, and the post-shock rhythm was bradycardia at 40 bpm. At 22:10:59, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was bradycardia at 40 bpm. CPR and motion artifact contributed to the inappropriate detections. The response buttons were not pressed during the event. It was reported that the device was removed, and the patient passed away at an unknown time on (B)(6) 2021 while not wearing the lifevest. There is no indication that the electrode belt malfunction caused or contributed to the patient's passing. A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
The monitor sn (B)(6) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 8/10/2020; electrode belt- 4/9/2020. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and cable connecting ECG a and b and front te were severed and missing. The root cause for cut cables was physical abuse. No adverse events occurred from the defective electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and cable connecting ECG a and b and front te were severed and missing. The root cause for cut cables was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.